Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) emitted beeping tones and subsequently was explanted due to an end of life (eol) indicator after 37.5 months of service. Premature battery depletion is suspected. No adverse patient effects were reported.